Event description:
It was reported by the customer that clinician states pump was running prior to heading to lunch. When clinician returned from lunch and went to check in, it was discovered that device was completely shut off. Clinician turned pump back on, moved power cord to red outlet, and went to hall to ask if others witnessed anyone going in to turn pump off, to which no one said they did. Clinician asked mother if, while in the room, she had noticed the pump turning off, and to mother's knowledge, pump was on prior to leaving the room 20-30 minutes ago. New brain and channels set up with fluid change". There was patient involvement but no harm. It was reported that following third party testing, devices passed al functional testing.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported unexpected shutdown event was not able to be confirmed through the provided by the facility logs. External and internal inspection were not performed as no devices or product were returned for investigation. Testing was not performed as no devices or products were returned for investigation. No devices were returned; however facility provided the event and error logs from the suspect pcu. Review of the pcu error log showed no relevant errors were recorded. The event date was reported as 04 december 2025; time was not reported. The event log showed that on the reported date, an infusion of an unknown drug (drug ID = 249) was running on the concomitant pump module s/n (B)(6) at a rate of 15.2 ml/h with a volume to be infused (vtbi) of 30.4 ml. The same infusion was completed and restored several times during the day, from 12:33 am until 12:45 pm, when the device was turned off. Meanwhile, at 12:33 am a preprogrammed infusion was running on the concomitant pump module s/n (B)(6) with rate of 2.3 ml/h and vtbi of 41.4 m, the drug ID was recorded as 113, the infusion was completed at 10:29 am and user turned off the device right after. Between 3:27 pm and 4:30 pm, the pump module alarmed three (3) times for occlusion on the patient side. The user made multiple attempts to restart the infusion, and right after pressed key channel off. There is no record of further infusions during the reported event day. Per alaris system with guardrails user manual v12.3.2 the system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. Root cause: the root cause of the reported unexpected shutdown event could not be determined as no devices were returned for investigation. Event log review showed that the devices were powered off twice during the day; however, both shutdowns were made by the user via keypress "channel off." Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c19 - no device problem found, d14 - no problem detected. Correction: manufacturer narrative. Investigation summary: the reported unexpected shutdown event was not confirmed through the log review. Instead, it was observed that the devices were manually powered off by the clinician using the ¿channel off¿ keypress. The ¿as-received¿ condition found the suspect pcu had the manufacturing seal broken. External and internal inspections performed showed no anomalies or issues relevant to the reported event. The suspect device was tested performing the battery conditioning test through maintenance mode. This test allows the pcu software to determine the capacity of the battery installed in the device. The results indicated the previous capacity as 3744 mah, while the new battery capacity was measured at 3872 mah. No low-capacity warning was detected, confirming that the battery is operating within the acceptable range. The returned pump modules were programmed for a 50 hour infusion, as functional testing, the infusions were completed successfully with no signs of malfunctions nor unexpected shutdowns. The event date was reported as 04 december 2025; time was not reported. Review of the pcu error log showed no relevant errors were recorded. It was observed that the dataset on the received pcu had been uploaded to the device after the date of the reported event. As a result, some parameters such as drugs used during the event could not be determined. The event date was reported as 04 december 2025; time was not reported. The event log showed that on the reported date, an infusion of an unknown drug (drug ID = (B)(6)) was running on the concomitant pump module s/n (B)(6) at a rate of 15.2 ml/h with a volume to be infused (vtbi) of 30.4 ml. The same infusion was completed and restored several times during the day, from 12:33 am until 12:45 pm. Log analysis showed that the clinician pressed the ¿channel off¿ key at 12:45 pm on the concomitant pump module sn (B)(6). At 12:33 am an infusion of drug ID 113 (unknown drug) was programmed on the concomitant pump module s/n (B)(6) with rate of 2.3 ml/h and vtbi of 41.4 m, the infusion was completed at 10:29 am and user turned off the device right after. Between 3:27 pm and 4:30 pm, the pump module s/n (B)(6) alarmed three (3) times for occlusion on the patient side. The user made multiple attempts to restart the infusion, and right after pressed key channel off. There is no record of further infusions during the reported event day. Per alaris system with guardrails user manual v12.3.2 the system is not intended to replace supervision by medical personnel. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The user manual also states that all infusion parameters need to be reviewed and confirmed by the clinician before pressing start. Root cause: the root cause of the reported unexpected shutdown event was not determined, however based on the observed logs the probable root cause of the reported issue could be attributed to a user error. Event log review showed the devices were powered off twice during the day however, both shutdowns were made by the user via keypress ¿channel off.¿ additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that clinician states pump was running prior to heading to lunch. When clinician returned from lunch and went to check in, it was discovered that device was completely shut off. Clinician turned pump back on, moved power cord to red outlet, and went to hall to ask if others witnessed anyone going in to turn pump off, to which no one said they did. Clinician asked mother if, while in the room, she had noticed the pump turning off, and to mother's knowledge, pump was on prior to leaving the room 20-30 minutes ago. New brain and channels set up with fluid change". There was patient involvement but no harm. It was reported that following third party testing, devices passed al functional testing.

Event description:
It was reported by the customer that clinician states pump was running prior to heading to lunch. When clinician returned from lunch and went to check in, it was discovered that device was completely shut off. Clinician turned pump back on, moved power cord to red outlet, and went to hall to ask if others witnessed anyone going in to turn pump off, to which no one said they did. Clinician asked mother if, while in the room, she had noticed the pump turning off, and to mother's knowledge, pump was on prior to leaving the room 20-30 minutes ago. New brain and channels set up with fluid change". There was patient involvement but no harm. It was reported that following third party testing, devices passed al functional testing.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.